Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 303 mg/dl on the aviva system compared back to back with a result of 123 mg/dl on the doctor's aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device. Reporter declined, then disconnected the call without providing the pt's info so no product will be returned for eval.